Event description:
A cranial surgery was performed with the aid of the brainlab navigation system. During the procedure the surgeon: registered the pt and verified the accuracy. Took small samples of brain tissue. Intraoperatively noted a significant discrepancy between navigation info and the actual pt anatomy. Realized that the region he was originally resecting was wernicke's area for speech. Decided to remove the drapes and re-registered the pt. Verified the accuracy accordingly with a satisfying result and completed the procedure as intended. According to the hospital: after the pt woke from anesthesia the surgeon noted a mile expressive dysphasia. This could be a result of taking unintentionally a small sample of tissue from wernicke's area due to the inaccuracy. The pt recovers well from the surgery and there are no permanent negative effects expected.

Manufacturer narrative:
Although there is no indication of a malfunction or performance issue with the brainlab device: the brainlab device works as intended. According brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There was no serious injury to the pt a risk to the pt's health could not be excluded for these specific circumstances. The root cause for the reported inaccuracy is most likely a shift between the navigation reference array and the pt's head. This situation was not detected by the user, despite the according verification functionalities of the navigation software available. There is no indication of a systematic issue or malfunction of the brainlab device. According brainlab measures for the anticipated potential risk are already in place. Brainlab intends to evaluate the need of additional training with this hospital and will offer a training as adequate.